Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) identified in the device logs was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Product surveillance contacted the home patient's (hp) peritoneal dialysis (pd) clinic and provided the results of device evaluation. Hp no longer using the cycler for pd therapy; was recently transplanted.

Event description:
A system error (se) 2240 alarm was identified in the log of a homechoice (hc) device during evaluation. The system error alarm occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.